Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that they experienced low blood glucose levels of 45 mg/dl. The customer reported the low readings occurred after swimming. No alarms were present in the history. The customer was assisted with self-test and it passed. The product was not returned for analysis.